Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011 the patient presented with right arm numbness and difficulty walking. Admission diagnoses: 1. Cervical spondylosis with myelopathy. 2. Right carpal tunnel syndrome. 3. Right ulnar nerve entrapment at the elbow. (B)(6) 2011 the patient underwent a posterior and anterior cervical decompression and fusion. Musculoskeletal examination revealed that patient had fair range of motion of his neck he had atrophy of the 1st dorsal interosseous bilaterally, light greater than left he had a positive tinel's on the right. Negative on the left, and negative tinel's at the wrists. Neurological examination revealed that patient had excellent strength of the deltoids. Biceps, triceps, and grips. Right wrist dorsiflexion was weak at 4/5 and intact on the left. Tendon reflexes in the knees arc 3+ to 4 bilaterally. Assessment: 1. Cervical spondylosis with cord compression at multiple levels by mrl it appears that he may have some myelopathic findings. He states that he was definitely walking worse with his walker compared to a year ago. 2 right carpal tunnel syndrome. 3. Right ulnar nerve entrapment at the elbow. The rhbmp/2-acs was used in the surgery. (B)(6) 2011 the patient underwent x-rays of lateral view cervical spine: impression: (1. Previous cervical surgery, as discussed above. Anterior and plate and screw fixation devices spans c4 through c7, prominent reversal of normal cervical lordosis at c3-4. (B)(6) 2011 the patient underwent x-rays of lateral view cervical spine. Impression: (1. Patient 11m undergone anterior cervical fusion front c4 through c7. In addition, patient had undergone posterior decompression from c4 through the c6-7 level. (2, mild anterolisthesis of c2. In relation to c3 and c3 in relation to c4 with reversal of cervical lordosis. (3 the exam findings were overall stable from 08/l 0/2011. (B)(6) 2011 the patient presented for follow up. Patient had right arm weakness in a c5 and c6 distribution; he had some mild numbness in the right deltoid and biceps area as well. Lateral c-spine x-ray revealed an intact fusion construct. Impression 1. Stable appearance of the cervical spine in this patient status post anterior cervical fusion from c4 through c7 and posterior decompression at c4 through c6 levels. 2 there was again prominent reversal of normal cervical lordosis and borderline anterolisthesis of c3 on 4 but that was stable when compared to previous exam. (B)(6) 2012 the patient presented for an office visit for reevaluation of cervical decompression and fusion. (B)(6) 2013 the patient presented for an office visit for reevaluation of cervical decompression and fusion. The patient complained of lot of pain and numbness in shoulder joint area. Patient complained of some neck pain. (B)(6) 2013 the patient underwent x-rays of cervical spine. Impression:1. Interval appearance of mild posterior osteophytes at c2-3 with decreased anterior spondylolisthesis at this level. 2. Increased ossification of bridging anterior c3-4 osteophyte"3, continued kyphosis in the upper cervical spine. 4, unchanged anterior metallic fixation and iruerbody radiopaque disc spacer involving c4 through c7. 5. Continued laminectomies involving c4 through c6. (B)(6) 2013 the patient underwent 3 views x-rays of the right shoulder. Impression:1. Glenohumeral osteoarthritis with l5 cm intra articular loose body or unusual osteophyte. 2. Metallic fixation over the region of c6 and c7.